Manufacturer narrative:
Device is a combination product. A promus element, mr, ous 2.25 x 28 mm stent delivery system (sds) was returned for analysis.the stent was not returned for analysis. The stent od (outer diameter) at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the balloon wall indicating that the stent was crimped on the balloon prior to detachment. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent detachment occurred. The target lesion was located in the coronary artery. A 2.25x28mm promus element drug-eluting stent was advanced for treatment. However, during the procedure the stent got detached. The detached stent was removed with an unknown device. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent detachment occurred. The target lesion was located in the coronary artery. A 2.25x28mm promus element drug-eluting stent was advanced for treatment. However, during the procedure the stent got detached. The detached stent was removed with an unknown device. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.